Event description:
The reporter stated a small tear was noted in the posterior capsule prior to insertion of a cc4204bf collamer single piece lens. The surgeon attempted to insert the lens but the tear extended further upon insertion of the lens. The lens was cut to remove with no patient injury, no enlarged incision. A vitrectomy was not performed. A three piece lens was implanted and two sutures were required to close the incision. The reporter stated the capsule tear occured prior to insertion of the lens and was not lens related. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Incision sutured, (no lens malfunction) labeled. Eval: results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions- (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.